Event description:
Caller indicated the relion confirm meter was giving high readings. Father-in-law called for customer and said that he was having symptoms of low bg and got a reading of 109, continued to not feel well so he called paramedics. When they arrived and checked him they got a reading of 39. Stated the readings were about 15-25 minutes apart. Rep did not collect lot information. Attempted to call customer, but he hung up when I said I was calling from relion customer service. Controls not used. Replacing product.

Manufacturer narrative:
Arkray attempted to gather information and request the return of subject meter. Actual product was not returned for testing and lot number is not known so retention samples could not be tested. If either strips or meter is returned, arkray will evaluate the product and file a follow-up report. Customer did not return product.